Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred since the device was implanted.